Manufacturer narrative:
Device evaluation: two smiths medical cadd medication cassette reservoirs were returned for analysis in used condition without their original packaging. Visual inspection showed no discrepancies. Functional testing involved using a syringe to infuse water into the assembly bag and showed that after both of the samples were filled completely, there was no leaking found in the tube, luer female or assembly bag. Accuracy testing was also performed and showed that the sample was fully priming and connecting with no difficulty; no leaks were detected in the connection between the extension and the cassette. A review of manufacturing processes was performed. It was verified that procedures in the assembly process and quality check process were being properly followed. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that after forty-six (46) hours of infusion of 5 fluorouracil a smiths medical cadd medication cassette reservoir was found to be leaking, possibly from the connection between the cassette tubing and extension tubing. It was reported that the infusion was started by the registered nurse and when the patient returned forty-six hours later, the pump and cassette were covered in a "white powder." No adverse patient effects were reported.

Manufacturer narrative:
Correction to date of initial report : 07-oct-2019.